Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded transient out of range shock impedance. Technical services (ts) reviewed the device data and it was observed that there have been some shock impedance peaks above 125 ohms since few months after the implant. It was also discussed there are no events since the implant day and no noise is observed. Further troubleshooting recommendations were provided. The ICD system remains in service. No adverse patient effects were reported.